Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that shaft kink occurred. The target lesion was located in the left anterior descending (lad) artery. A 12mm x 3.50mm nc quantum apex¿ balloon catheter was selected to dilate the lesion. It was noted that there was a kink in the balloon catheter. The device never entered the patient's body. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter with no other devices. There was contrast in the inflation lumen and blood on the balloon and between the balloon folds. The balloon was tightly folded. There was a complete hypotube separation 53cm from the strain relief. The hypotube fracture surfaces were oval, which suggests the device was kinked prior to separation. There were numerous kinks throughout the hypotube of the device. Inspection of the remainder of the device presented no damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the separated hypotube or the kinks. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).